Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found tissue buildup on the device jaw. The ptfe pad (teflon pad) was inspected and found to be lifted and partially split with approximately 0.334¿ of the teflon pad missing. The device was connected to a test usg-400/esg-400 generator and passed the probe check. Both switches were found functional. As designed a ¿ u511 seal short circuit¿ error was observed when the jaws were closed and activated, due to the missing teflon pad insulation. Based on the evaluation, the damage to the teflon pad is attributed to user mishandling. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during an unspecified procedure, two hand-pieces from the same lot failed. The intended procedure was completed with a third similar device. This is 2 of 2 reports.